Event description:
Complaint description: during an esphagogastro duodenoscopy procedure ("e.g.d."), molybdenum disulfide, a lubricant used in endoscopes, leaked from a gastroscope into a patient. The procedure was completed with the same scope and there were no health related consequences to the patient according to the hospital nurse.